Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned and multiple documented attempts to contact the customer to gather additional information regarding the issue and return of the device have been unsuccessful. No conclusive root cause can be determined with the information available.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user facility informed olympus that the reported issue occurred during a therapeutic procedure. No patient injury was reported. The procedure was completed successfully using the same device. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported a video with a blinking image without hertz. No patient injury was reported. No additional information has been obtained.